Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error inappropriate bypass of the drain, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 12:04:13. During night drain cycle three, the patient's ultrafiltration reading was 1150ml, indicating the home patient (hp) drained 1150ml more than their maximum programmed fill volume of 1200ml. No additional information is available.